Event description:
It was reported that the pt experienced pain. No sign of infection.

Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: cat # nls-380000b, lot # 33537202, description: lrg tap pri mod neck 0deg 38mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if rec'd, will be provided in the supplemental report.